Event description:
It was reported that the user experienced loss of cgm data because a newly inserted dexcom g7 sensor did not pair with the ilet, resulting in the ilet displaying replace sensor and start sensor on the cgm page; support guided device restarts, re-entry of the sensor code, g6/g7 toggle, and ultimately sensor replacement, with pairing later indicating in progress. Symptoms included hyperglycemia with blood glucose greater than 300 mg/dl for a few hours. Outcomes included no health consequences or lasting impact, with no ketone testing, backup therapy, medical intervention, or assistance required. Investigation included troubleshooting and user education on potential causes of sensor disconnection and pairing workflow, including device restart and code re-entry. Investigation of this case revealed a pairing failure between the cgm sensor and the ilet cgm interface, with the device indicating replace sensor and requiring sensor replacement to re-establish connectivity. It was concluded, based on previously established findings for similar reports, that the cause was a cgm pairing failure to the ilet.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.